Event description:
Patient's diabetes nurse reported, the patient was hospitalized with an elevated blood glucose level on the (B)(6) 2011. Blood glucose level was not provided. Diabetes nurse stated, the infusion device functioned as normal. Diabetes nurse reported, the patient stated that he may not have connected the infusion set between the needle and the catheter. Patient is on dialysis. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.